Event description:
It was reported that a large volume infusor had a leak during infusion. This event occurred in the housing of the device. The solution associated with this event is unknown. There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: zip code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 10, 2014 - july 11, 2014. Evaluation summary: the device was received for evaluation. During visual inspection clear droplets were observed in the housing of the device; however, there were no abnormalities visually identified that could have contributed to the reported condition. Fourier transform infrared spectroscopy identified the clear droplets to be water. The device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.